Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was unknown. The customer's daughter stated that her mother's pump ran out of insulin and the battery died. The customer was in the hospital for 5 days and she had a fever of 103 degrees. The customer stated that she was not using the pump while in the hospital because she was being treated. The customer also stated that there was a low battery alert prior to the off no power alert. The customer stated that the battery cap is not loose, cracked or damaged. The customer was advised to insert new energizer aaa alkaline battery. The customer was advised to monitor the pump.